Event description:
A report states that this pt had a vena cava filter inserted in 2006. The filter was placed to prevent a blood clot from traveling from the pt's upper right arm into her lung. She is now a pt at a different facility where x-rays have been taken and show that the filter has shifted and is now pressing against a vein near her heart. The pt is considered high-risk and surgery has been ruled out. The pt has been placed on blood thinners. Please note that multiple attempts have been made to acquire additional pt and procedural information and have been unsuccessful.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.